Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. The instrument did not fire. The surgeon had to push the green button many times. This occurred with 2 handles. Another handle was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.